Event description:
The complaint is reported as: "during the procedure according to IFU, md found dilator deformed and freyed. So md opened up the new kit to finish the procedure.". No patient injury or consequence reported. The condition of the patient was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one cath-lab sheath/dilator assembly and a lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the dilator tip was crushed. Microscopic examination confirmed the damage and revealed what appears to be adhesive on one side of the crushed area. Despite the damage, it cannot be officially confirmed when the defect occurred as the customer explicitly states they observed the defect "during the procedure". No damage was observed on the returned lidstock and the tray could not be evaluated as it was not returned for analysis. The dilator length measured 12 3/4", which is within the specification limits of 12 1/2"-13" per the dilator product drawing. The dilator outer diameter measured. 0.1085", which is within the specification limits of 0.107"-0.110" per the dilator extrusion product drawing. The dilator inner diameter (at the proximal end) measured 0.044", which is within the specification limits of 0.043"-0.044" per the dilator extrusion product drawing. A lab inventory guide wire could not be inserted through the distal tip due to the nature of the damage. Instead, the guide wire was inserted through the proximal end. Minor resistance was encountered at the distal tip due to the damage; however, the guide wire was still able to pass through the tip. This indicates that the dilator was only crushed and not completely occluded. Performed per IFU statement , "thread tapered tip of sheath/dilator assembly over spring-wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position". A device history record review was performed based on the lot number that was returned, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the dilator tip was crushed. Microscopic examination also revealed what appears to be adhesive on one side of the dilator tip. Functional analysis also revealed that the tip is crushed but not occluded. Despite the observed damage, the customer explicitly stated that the damage was observed "during the procedure" and the packaging tray was not returned for evaluation. Therefore, based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the procedure according to IFU, md found dilator deformed and freyed. So md opened up the new kit to finish the procedure." No patient injury or consequence reported. The condition of the patient was reported as fine.

Manufacturer narrative:
Qn# (B)(4).